Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect total b-hcg, 07k78-30, a.i.d.d longford lisnamuck, co. Longford, longford na, irl in section d of this report to architect i2000sr analyzer, 03m74-02, abbott laboratories irving, tx 75038. MDR number 1628664-2019-00517 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Full patient identifier: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false positive architect total b-hcg result on a (B)(6) female patient. The results generated: sid (B)(6) = 41.35 miu/ml (>/=25.00 miu/ml) = positive) / retested = <1.2 miu/ml (</= 5.0 miu/ml = negative) / ultrasound = negative. No impact to patient management was reported.